Event description:
It was reported the patient stimulator was disconnected because they had died in the hospital (B)(6) 2013 due to a urgent kidney failure. Healthcare provider did some procedures and the patient was alive but was not using the stimulator. The patient also was in the hospital in (B)(6) 2013 for 2 months and lost (B)(6) during that time. The patient has diabetes and they goes in for dialysis 3 times a week and it's hurt the patient to sit for a long time when the stimulator was there. The patient wants to get it removed but the healthcare provide wants to reprogram it and not take it out. The healthcare provider refuses because it was near a nerve and they considers the patient a liability. The patient also want it removed because they cannot get MRI's done for diagnostics. The patient reports never having therapeutic effect. The patient never had any relief from the stimulator. The patient mentions the symptoms were worse after the implant was put in. The patient states the healthcare provider told the patient they would not have to wear diapers or pads any more but found it was not true. The patient was using 3x 36 packs a pads week. The patient states before ¿in the stimulator symptoms¿ was not that bad. The patient would get the pad which had 12 in a pack and about 2 a week.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va07a3k, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
When contacted for follow up information, the patient reported that they still had concerns regarding their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.